Event description:
The pt complained of pain with g tube flushing. Fluoroscopy demonstrates that gastrostomy tube is out of the stomach in abdominal wall. Attempted replacement with new gastrostomy tube but fluoroscopy demonstrated that tube remained in abdominal wall and could not be placed back into stomach despite pexy of stomach. Will have to replace gastrostomy tube in operating room. It was determined that it was a valve leak.